Manufacturer narrative:
Technician found that the head hi-low would drift down. Replaced valve and manifold to resolve this issue.

Event description:
Complaint alleged that the head hi-low would drift down.